Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.

Event description:
It was reported that this patient received an inappropriate shock from this implantable cardioverter defibrillator (s-ICD) system whilst asleep. The following day, the patient presented to the hospital for review, where it was confirmed that the shock was delivered due to over-sensed noise. Provocative maneuvers were performed, which reproduced the similar noise at the time of the evet, while the patient was positioned on their left side. Although the testing revealed that the alternate vector could be appropriate, the physician elected to hospitalize this patient for close monitoring with the device therapy programmed off. X-ray imaging was also performed. Boston scientific technical services (ts) was contacted for review, and it was discussed that a system revision should be performed due to these reproducible artifacts, as well as intermittent over-sensing and low amplitude measurements could impact sensing. The physician subsequently performed a surgical revision procedure, where it was confirmed that the system was appropriately positioned. Additionally, there was no evidence of a connection issue nor electrode impairment. After the physician opened the device pocket, further provocative maneuvers were performed, and there was no evidence of noise. However, after the electrode was disconnected from the device, the physician observed blood within the header. The physician elected to surgically explant and replace the system to resolve the event, and no additional adverse patient effects were reported. The explanted s-ICD system is expected to be returned for analysis.

Event description:
It was reported that this patient received an inappropriate shock from this implantable cardioverter defibrillator (s-ICD) system whilst asleep. The following day, the patient presented to the hospital for review, where it was confirmed that the shock was delivered due to over-sensed noise. Provocative maneuvers were performed, which reproduced the similar noise at the time of the event, while the patient was positioned on their left side. Although the testing revealed that the alternate vector could be appropriate, the physician elected to hospitalize this patient for close monitoring with the device therapy programmed off. X-ray imaging was also performed. Boston scientific technical services (ts) was contacted for review, and it was discussed that a system revision should be performed due to these reproducible artifacts, as well as intermittent over-sensing and low amplitude measurements could impact sensing. The physician subsequently performed a surgical revision procedure, where it was confirmed that the system was appropriately positioned. Additionally, there was no evidence of a connection issue nor electrode impairment. After the physician opened the device pocket, further provocative maneuvers were performed, and there was no evidence of noise. However, after the electrode was disconnected from the device, the physician observed blood within the header. The physician elected to surgically explant and replace the system to resolve the event, and no additional adverse patient effects were reported. The explanted s-ICD system was returned for analysis.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative).